Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "contractures" baker grade unspecified, and "recalled" implant.

Event description:
Patient reported right side "contractures" baker grade unspecified and "recalled" implant. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Patient reported baker grade IV.

Event description:
Patient reported right side "contractures" baker grade unspecified and "recalled" implant. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to b3- date of event: unknown date of (B)(6)2022.